Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had bleeding for over 3 minutes after sensor insertion. Other than the bleeding, the patient was asymptomatic. The patient applied pressure to the area and went to the emergency room for evaluation. At the ER, the patient was given an unspecified medication to stop the bleeding, however, the patient can not recall the details. The patient was also advised that she could continue to take her routine blood thinning medication, xarelto. The patient was discharged home after a couple of hours. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.